Event description:
Coude foley catheter had been inserted in the operating room on (B)(6) 2010. Following surgery on (B)(6) 2010, the floor nurse discovered catheter bulb ruptured and catheter outside pt's body. The nurse inspected the catheter to insure that the full bulb was intact and no bulb were left in the pt. There did not appear to be any parts missing from the ruptured bulb. The nurse placed a 16f coude catheter into the pt's bladder with no difficulty. The pt tolerated the procedure well. Markings on catheter: lubricath 12fr (B)(4).